Manufacturer narrative:
Section a2: age and/or date of birth: unknown/not provided. It is unknown if there was patient contact. Section a3a: sex: unknown/not provided. It is unknown if there was patient contact. Section a3b: gender: unknown/not provided. It is unknown if there was patient contact. Section a4: weight: unknown/not provided. It is unknown if there was patient contact. Section a5: ethnicity: unknown/not provided. It is unknown if there was patient contact. Section a6: race: unknown/not provided. It is unknown if there was patient contact. Section b3: date of event: unknown/not provided. The best estimate date is on or prior to nov 7, 2025. Section d6a: if implanted, give date: not applicable, as it was reported that the lens was not implanted. Section d6b: if explanted, give date: not applicable, as it was reported that the lens was not implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. It was noted that it was opened but not implanted. It is unknown if there was any patient contact. No further information was provided.